Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Company representative provided an ultrasound that reported "palpable lump in the lower outer quadrant of the right breast. Findings: density: heterogeneously dense, which may obscure subtle masses. Breast density. 18 mm single view asymmetry in the region of the palpable lump inferior to the nipple. Right side: indication: palpable lump in the lower outer quadrant. In the region of palpable lump in the lower outer quadrant, there is a slightly ill-defined hypo- and hyperechoic mass with a heterogeneous internal echotexture and some distal acoustic shadowing abutting the anterior margin of the implant and with a suggestion of a 2.3 mm defect in the implant contour at this site. Measurements of the mass as follows: ° 7 o´clock 1 cm from nipple: 16.9 x 6.2 x 9.8 mm. Implant with a relatively smooth contour. Interpretation: palpable lump at the 7 o'clock position of the right breast has the appearance of a silicone deposit immediately anterior to the implant (not device related). From a previous implant rupture and less likely possibility of a focal intracapsular rupture." This record will represent the noted previous rupture and the "silicone deposit" of the "palpable lump". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.